Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned for examination, but pictures of the explants were provided. Review of the provided pictures shows severe wear on the stem taper and significant medial wear of the femoral neck in the form of a notch. This is most likely the reason for the reported metallosis. Both sides of the stem show scratches and some polished areas; small signs of bone ongrowth can be seen on the anchroing structure of the stem. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were provided and reviewed by a health care professional. The patient initially underwent a right total hip replacement in 2006, though the exact date is unknown. 18 years later, the hip was revised due to severe pain and instability while walking, without any reported trauma. During the revision, a black discharge was noted upon entering the hip, indicating metallosis, along with implant wear. The femoral head was already detached from the neck, while the stem remained well-fixed. The suspected cone fracture could not be confirmed intraoperatively. All components were successfully exchanged without complications. Based on the available information, the event can be confirmed; however, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D6a: this device was implanted on an unknown date in 2006. D10. Unknown head item# unknown lot# unknown. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had a primary right replacement. Then, approximately 18 years post implantation, suddenly has severe pain in the right hip joint while walking. Patient was admitted to the hospital and diagnostics with x-ray and CT examination shows suspected cone fracture of the inserted cementless hip prosthesis and subsequently underwent a revision surgery with complete prosthesis replacement. It was found intraoperative pronounced metallosis and complete wear and abrasion of the inserted prosthesis cone. Due diligence is in process and to date no additional information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, b4, b5, b7, d10, g3, g6, h2, h3, h6, h11. D10. Liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell item# 00630505636 lot# 60361231. Femoral head sterile product do not resterilize 12/14 taper item# 00801803603 lot# 60392999. Unknown shell item# unknown lot# unknown.

Event description:
It was reported that patient had a hip and initial right total hip replacement on unknown date in 2006. Subsequently was revised due to pain and instability while walking without any reported trauma. During the revision noted black discharge upon entering the hip, metallosis, and implant wear. No implant fracture noted. All components were exchanged without any complications. Diligence is completed and no further information on the reported event has been provided.